Manufacturer narrative:
(B)(4). Concomitant medical products: universal battery for aseptic transfer kit (item#: 89-8510-440-20, lot#: 5010595). Foreign source: germany. Multiple MDR reports were filed for this event, please see associated reports: 0008031000 - 2022 - 00057. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a defect was discovered when the machine was checked at the beginning of the operation. Despite the replacement of the battery and the battery housing, the machine did not work and since no more machines were available that day, the operation had to be cancelled. The patient was already under anesthesia and had to be discharged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Upon receipt, it was confirmed that the motor was noisy, and the controller board wires were unsoldered/damaged. Trigger card calibration fail - raw material issue. The reported event could not be reproduced. As of repair, motor was replaced with motor with screws, potted wired controller with screws and seals, motor heat shrink kit. Device is used for treatment. Complaint /repair history record review was performed, and no issue was discovered that could explain the defect reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.